Event description:
Pt had dislocated twice with the second dislocation revised to a total hip replacement with ortho development bipolar assembly being explanted.

Manufacturer narrative:
Assembly had been autoclaved prior to return with the plastic liner being severely distorted making it impossible to draw any definitive conclusions.